Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failures alarm. The customer¿s current blood glucose level was 110 mg/dl. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The insulin pump started to act up when the customer was around computers. The insulin pump passed the displacement test. The customer stated that the insulin pump was neither dropped nor bumped. The customer stated that the alarm occurred during basal delivery. It was reported that the insulin pump failed the self-test. The customer was advised to disconnect from the insulin pump. The device will not be returned for analysis.